Manufacturer narrative:
Date is approximate. Year is confirmed valid. Continuation of d10: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) (did not ask mg/ml at did not ask mg/day) and bupivacaine (did not ask mg/ml at did not ask mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was going through withdrawal because there was no medication in the pump. It was stated that the pump was last filled in march and should have been filled in may but "the batteries only last 8 years". The caller stated that the pump was not alarming but she had been going through withdrawals for "about 2 months now" and the managing physician was not responding. The patient requested a physician listing to have the pump removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called and re-reported the previously documented event. The patient stated that they were having a hard time finding an hcp and they wanted the pump removed. The patient became upset during call and stated that they wanted to know the danger of pump and stated they were in pain and weak and mentally sick. The patient stated they tried the list provided on their last call; however, only one healthcare provider sounded promising. The patient stated multiple times what is going to happen with the pump in body for so long. The manufacturer's patient services specialist (pss) reviewed and directed the patient to their hcp. The patient stated they wanted someone to call them that "knows the pump and that they were going to be okay". Pss reviewed this is the appropriate department and advised that an hcp had to be the one to speak medically. The patient stated that the worst of withdrawals was over and they still had no appetite, diarrhea and just weak with pains in stomach. The "patient" again repeated they were deathly sick as the pump depleted. The patient wondered if these symptoms would ever go away.